Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) failed to achieve hemostasis and the plug detached from the device after removal from the patient. Manual compression was used to complete the percutaneous transluminal angioplasty (pta) of the lower limb artery. There was no reported patient injury. The procedure was performed via a retrograde approach, and the physician was certified in using the device. There was no obvious device or packaging damage prior to use, and only one device was used. The introducer sheath manufacturer, model, and french size were unknown. Angiography confirmed vessel suitability, including a sheath insertion angle of 30¿45°, vessel diameter =5 mm, and no obvious calcification, plaque, stent, or >50% stenosis near the puncture; there was also no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully pressed and flush with the handle. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The deployment button was fully depressed and flushed against the handle. The exoseal vcd and the vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The device was returned for evaluation.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) failed to achieve hemostasis and the plug detached from the device after removal from the patient. Manual compression was used to complete the percutaneous transluminal angioplasty (pta) of the lower limb artery. There was no reported patient injury. The procedure was performed via a retrograde approach, and the physician was certified in using the device. There was no obvious device or packaging damage prior to use, and only one device was used. The introducer sheath manufacturer, model, and french size were unknown. Angiography confirmed vessel suitability, including a sheath insertion angle of 30¿45°, vessel diameter =5 mm, and no obvious calcification, plaque, stent, or >50% stenosis near the puncture; there was also no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully pressed and flush with the handle. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The deployment button was fully depressed and flushed against the handle. The exoseal vcd and the vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Additionally, one photo was provided for review. Per the picture analysis, the graphic depicts a 6f exoseal device with the indicator window displaying the white/black/red position, the guard in the locked state, and the plug deployed in the physician¿s hand. No additional details were observable in the graphic material provided. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was in the black/white/red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18457207 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿plug inaccurate placement¿ was observed through analysis of the picture received as the plug was visibly seen deployed in the physician¿s hand. The device received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, picture analysis, and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the picture analysis, product history review, product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) failed to achieve hemostasis and the plug detached from the device after removal from the patient. Manual compression was used to complete the percutaneous transluminal angioplasty (pta) of the lower limb artery. There was no reported patient injury. The procedure was performed via a retrograde approach, and the physician was certified in using the device. There was no obvious device or packaging damage prior to use, and only one device was used. The introducer sheath manufacturer, model, and french size were unknown. Angiography confirmed vessel suitability, including a sheath insertion angle of 30¿45°, vessel diameter =5 mm, and no obvious calcification, plaque, stent, or >50% stenosis near the puncture; there was also no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully pressed and flush with the handle. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The deployment button was fully depressed and flushed against the handle. The exoseal vcd and the vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.